Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6) medical center. Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding running off battery power while plugged into the ac outlet. There was no harm or injury reported.